Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tunnel filled with smoked. The harvesting tool and cannula was pulled out of the leg. The physician assistant saw the jaws continue to burn and activate without activation toggle pulled. The harvesting tool was then disconnected from the generator. The pa then opened another hemopro kit and the harvesting tool was connected to the generator , it started to burn and activated without being triggered by user. This new harvesting tool then disconnected from the generator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.